Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (6) peripheral cutting balloon registry.it was reported that in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was in the popliteal artery located distally below the knee. There was mild vessel tortuosity and mild calcification at the target lesion. The angiographic data for the target lesion showed the reference vessel diameter 4mm, lesion length 20mm, pre-procedure 90% stenosis, and post-procedure 10% stenosis. The lesion morphology showed tight concentric stenosis.the patient had a one-month follow up visit in (B) (6) 2006. The target lesion had remained patent following the procedure. The patient experienced an adverse event since procedure. In (B) (6) 2006 the patient had an occlusion of the vessel with surgery for thigh amputation due to the worsening of local infection of the trophic lesion, revascularisation not possible.